Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 440mg/dl, 231mg/dl, 132mg/dl. Tests were done within <10 mins with a difference of 68%. Pt did not experience any adverse events. No further info has been reported.